Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient's mother reported there seems to be a problem with the device; hearing performance is affected. There is no accident or trauma reported.

Manufacturer narrative:
According to the currently available information, damage to the active electrode appears likely. However, despite requested neither further information concerning the case nor information on possible further steps has been received from the field. Hence, due to the limited available information and the lack of an in-situ measurement history, the root cause for the reported problem remains unknown. Hence, to determine an exact root cause for the reported problem a device investigation of the explanted device is necessary.

Event description:
Hearing performance is affected. No accident or trauma has been reported. Re-implantation is considered but no date has been scheduled yet.